Event description:
Per the edwards lifesciences clinical specialist report, the patient has a 21mm carpentier edwards valve implanted in 1985 with an inner diameter of 19mm. According to transthoracic echocardiogram (tte) report, the annulus measured 20mm. A 23mm sapien valve was introduced and placed across the 21mm aortic bioprosthetic valve. During deployment it was noticed that the balloon moved up, possibly caused by the prominent ventricle septal buldge of about 0.5 cm. The sapien was deployed about 4 to 5 mm above intended position and it did not seal 1 to 2mm of the ventricular (inflow) aspect of the carpentier-edwards valve. The intended target was to place the sapien valve about 1 to 2mm beyond the ventricular (inflow) aspect of the 21mm surgical valve to minimize the chances of future paravalvular leak (pvl) and/or the valve embolizing. Although the sapien valve was deployed high, the patient was stable at all times. A 2nd 23mm sapien valve was then deployed at the intended position. Post deployment, the patient had no pvl and trace aortic insufficiency (ai) after deployment. The stable patient was then transferred to the unit for post op management.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, per report the event was not caused by a malfunction of the sapien valve. Per the device instructions for use (IFU), device malposition requiring intervention and transvalvular leak are potential adverse events associated with the transcatheter aortic valve replacement procedure. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, and poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In this case the root cause for the reported inadequate position of the sapien valve cannot be confirmed; however, per report it appears that the aortic movement of the valve during deployment was related to patient factors (i.e. Prominent ventricular septal hypertrophy, normal ejection fraction) which may have affected the final position of the valve. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.